Manufacturer narrative:
The customer was given part information for a replacement power pca. The customer has ordered the part to rectify the reported problem. The customer was informed of part availability.

Event description:
It was reported to philips that the device was not powering on. There was no reported patient involvement.